Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with the multiple insulin pump errors. The blood glucose was unknown at the time of the incident. Assisted customer in performing a self test and was passed. Customer has experienced multiple unexpected restart alarms after battery change. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed self-test, unexpected restart error test and displacement test. No unexpected external ram crc error alarm or unexpected restart error test alarm, reset time and date anomaly after change battery noted during testing.